Event description:
Doctor attempted to fire it. It started to work and then stopped after approximately 3mm. Device retried with another reload and it still did not function. Another stapler used to finish procedure. No harm to patient noted.what was the original intended procedure?staple tissue.device #1is this a laboratory device or laboratory test?no.